Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. Insulin pump had intermittent button response due to corroded keypad traces. Insulin pump had a cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had unresponsive buttons. The customer removed and reinserted the battery and the insulin pump alarmed battery out limit. The customer tried several batteries, but the anomaly persisted. The alarm could not be cleared due to the unresponsive keypad. The customer's blood glucose was 233 mg/dl. The discontinuation of the device was advised. Nothing further was reported.